Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely with dizziness and presyncope. Upon interrogation, the implantable cardioverter defibrillator exhibited noise, resulting in intermittent ventricular oversensing. The device was reprogrammed and the patient would continue to be monitored.